Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2018, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Trunk-ipsilateral leg (rlt231418j) was placed in the left side and contralateral leg (plc181400j) was placed in the right side. The final angiography showed a type ii endoleak and it was left for a follow-up. During post-operating follow-ups, the aneurysm size was gradually increased. On (B)(6) 2024, bilateral common iliac arteries were also enlarged and thrombus formation in the contralateral leg was confirmed during a follow-up examination. A type ib endoleak was not found on a CT scan; however, a risk for future type ib endoleak of both sides was considered, so an additional procedure was indicated. On (B)(6) 2024, a reintervention was performed. On the right side, plc121400j and pll161007j were additionally implanted to fix the thrombi and to extend the treatment area into the external iliac artery. On the left side, plc141400j was additionally implanted to extend the landing zone in the common iliac artery. There was no type ib endoleak. The final angiography showed only a remaining type ii endoleak. The patient tolerated the procedure.